Event description:
Patient reported that the pump is taking longer time for infusion. (Normally it takes about 1 hour and 15 minutes to infuse, last 2 infusions took about 2 and 1/2 hours each, almost double the time and pt thinks its spring doesn't work. And need a replacement did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No. Pump used to infuse cuvitru at above dose and frequency. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.